Manufacturer narrative:
Though the complaint device has been received, an evaluation has not yet been performed. Upon completion of the failure analysis and evaluation of the complaint device, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy performed on (B)(6), 2010 on a (B)(6) female patient. According to the complainant, during the procedure the first two dilatations with the balloon were successful, however the balloon popped on the third dilatation. The reporter confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with this device as the physician felt the dilatation was sufficient. There were no complication to the patient reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Investigation results: a search of the complaints database for lot 12912435 concluded there were no previous complaints for this lot. Visual examination of the returned complaint device noted there was no damage to the catheter shaft. A functional test was attempted and revealed a longitudinal tear in the balloon portion of the device. The condition of the returned balloon is consistent with the complaint that the balloon popped. The most probable root cause is operational context. (B)(4)

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy performed on (B)(6), 2010 on a (B)(6) female patient. According to the complainant, during the procedure the first two dilatations with the balloon were successful, however the balloon popped on the third dilatation. The reporter confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with this device as the physician felt the dilatation was sufficient. There were no complication to the patient reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".